Event description:
Event details: on (B)(6) 2025, the patient was admitted for stem cell collection following a diagnosis of multiple myeloma over four months prior. On (B)(6), the patient underwent subclavian vein catheterization. During infusion on (B)(6), while flushing the catheter with a 10ml pre-filled flushing syringe (weigao), leakage was detected from the clear, needle-free connector. The connector was immediately replaced with a new one, and the infusion continued. No infusion was occurring at the time of the incident; preparation for infusion therapy was underway.

Manufacturer narrative:
A mz1000 china product was not available for investigation of (B)(6); however, the customer confirmed that the complaint sample was from lot: 25017218. The feedback provided by the customer states that, "while flushing the catheter with a 10ml pre-filled flushing syringe (weigao), leakage was detected from the clear, needle-free connector". Further information given by the customer has stated that leakage was confirmed at the front one-third of the connector, and the connected product has a luer lock connection. No infusion was occurring at the time of the incident as preparation for infusion therapy was underway, and the failure occurred during the flushing phase. The product exhibits visible cracks. This incident did not cause any adverse effects or harm to the patient. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot: 25017218 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the product mz1000 china in the past 12 months.